Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument wrist joint was moving in the opposite direction to that of the surgeon's operation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection revealed no damage. The instrument was tested on an in-house system, where it passed both recognition and engagement tests. It exhibited intuitive movement with a full range of motion in all directions, and the tips opened and closed properly. The instrument was fully functional, with no product issue identified. Instrument errors or complications reported by the user, in the absence of a product defect, may be attributed to customer-induced factors such as misuse or recognition challenges.